Event description:
Power up to do qa check and the ventilator failed to boot and displayed hard drive error. Manufacturer response for ventilator, v500 (per site reporter): log file did not indicate cause of the problem. Recommended replacement of hard drive.